Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, and it was reported that there were black specks on and in the drip chamber walls of intravenous tubing. It was reported that the patient involvement and harm were unknown.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Possible lot number: 14848440; MFR date: 2/13/2026; exp date: 01/01/2029.